Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5, d8, h3, h6. (Type of investigation, investigation findings, component codes, medical device ¿ problem code, investigation conclusions). A getinge field service engineer (fse) resolve the code 14 error by installing a new compressor (d119-00-0236). After replacement, all machine functions and factory-set safety performance indicators were met, and it has been delivered for clinical use.

Event description:
It was reported that during startup the cardiosave intra aortic balloon pump (iabp) displayed error code 14. No patient involved and no harm reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the investigation.

Event description:
It was reported by customer that during startup of cardiosave intra aortic balloon pump, the pump displayed electrical fault 14 upon startup, indicating a problem with the compressor pump, which needs to be replaced. It has not been used by any patient and is awaiting repair. No patient involvement or no injury were reported.